Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy procedure, gas leaked immediately after inflating the two balloons and can not remain inflated. No injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of two devices. A visual inspection of the returned product noted: that the balloons were broken. The obturators, valve seals and doors appeared intact. The insufflation bulbs were received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: (exp date), (prefix, fname, lname).if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy procedure, gas leaked immediately after inflating the two balloons and can not remain inflated. A new device was used to complete the case. No injury.